Manufacturer narrative:
Device evaluation: no product sample has been provided and the investigation could not confirm whether a quality related issue has resulted in the customer reported problem. The reported problem could not be verified and/or confirmed with confidence; therefore, no further action will be conducted at this time. Complaint information will continue to be monitored for any new information or adverse trends and further actions taken accordingly. No valid lot number was provided, therefore no device history report (DHR) review could be performed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Other text: d4: UDI section, expiration date, and h4: manufacture date are not available based on the reported lot number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the while using the device, the doctor noticed there were missing components during the procedure. The missing components reported: chlorohexidine, needle, drape and "a couple other items". There was patient involved but no harm.